Event description:
It was reported that the brand-new catheter appeared used upon opening. It had a reddish-brown substance inside the packaging. There was no patient involvement.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Visual inspection noted dried reddish brown discoloration in the packaging. The seal transfer zone of the sterile packaging was broken. The connector pins were intact. The electrode was not torn. Functional testing noted that the balloon was manually inflated with a syringe and able to hold pressure. The catheter electrically erasable programmable read-only memory (eeprom) was read and e95 and c52 errors were observed. This indicates the product had been used. Two previous activations were recorded in catheter eeprom. A test catheter was connected to the rf output cable and the received device was able to inflate properly and hold pressure. It was reported that there was blood in the unopened packaging. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: errors were recorded in the device eeprom. One e95 air leak was recorded. A c52 error which indicates the catheter max usage time had been reached. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.